Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds during testing. This lead was found to have dislodged and perforated the heart wall via x-ray test. The patient experienced shortness of breath as a result. This rv lead was explanted, replaced and is not expected to be returned by the healthcare facility. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds during testing. This lead was found to have dislodged and perforated the heart wall via x-ray test. The patient experienced shortness of breath as a result. This rv lead was explanted, replaced and is not expected to be returned by the healthcare facility. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental 2: if information is provided in the future, a supplemental report will be issued. Supplemental: correction to field h6: impact codes. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds during testing. This lead was found to have dislodged and perforated the heart wall via x-ray test. The patient experienced shortness of breath as a result. This rv lead was explanted, replaced and is not expected to be returned by the healthcare facility. No additional adverse patient effects were reported.